Event description:
Information provided by the facility indicates this patient received an enhancement procedure on a different laser platform. This report is for the patient's outcome following the enhancement procedure. The patient's outcome following the initial procedure was reported under manufacturer report #1061857-2007-00242. At approximately 8.25 months following initial surgery, the patient received an enhancement procedure on the left eye. Five days post-enhancement, bcva in the left eye exhibited a 3-line decrease.